Manufacturer narrative:
H10: four (4) actual devices were received for evaluation. A visual inspection was performed using the naked eye which revealed traces of silicone oil located on the inner wall of the housing. Silicone oil is used during the manufacturing process. Occasionally, silicone oil can drip on the interior wall of the housing; this condition is cosmetic and has no impact on the functionality nor safety of the product. A functional testing was not performed for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) small volume folfusors were leaking. The leak was further described as, ¿fluid build-up below the fill port¿. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.